Manufacturer narrative:
(B)(4). Batch # m55h1f. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts complete?

Event description:
It was reported that during a laparoscopic sigma procedure, "misformed staples, sutured by hand, no further information is available." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.